Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant procedure of this right ventricular (rv) lead there was a lead dislodged suspected. The lead was repositioned one day post implant and was completed with no issues. It was suspected the lead dislodged due to not enough slack. No additional adverse patient effects were reported.